Event description:
It was reported that a balloon rupture occurred. During dilatation using a 10mmx3.00mm wolverine coronary cutting balloon, on the first inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications reported.